Manufacturer narrative:
The actual device and a photograph of the sample were received for evaluation. The device was received partially filled with solution. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. The fill port caps were removed and no damage was observed of connector or cap areas.the photograph was reviewed and a colorless to white polymeric appearing particle was apparent in fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a small particle. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.